Event description:
Laser technician reported suction loss during a flap procedure, after which the side cut was not completed. The surgeon completed the side cut with a blade. The flap was then lifted and the lasik procedure was completed successfully. The surgeon had no concerns for the pt, and no other info was provided.

Manufacturer narrative:
Service was not scheduled and no samples were returned to manufacturing qa for evaluation. No root cause can be determined. (B)(4).